Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.

Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.